Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens of diopter -12.5/1.0/051 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. H3 - device evaluation: the lens was returned with moisture and residue/debris on the lens in a vial. Visual inspection found no visible damage to the lens with foreign material on lens surface specifically residue throughout the lens. Claim #(B)(4).

Manufacturer narrative:
H6- health effect- impactl code 4625: refractive treatment and cataract surgery with iol implantation. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.1mm tmicl12.1 implantable collamer lens of -12.5/1.0/051 9sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to refractive surprise and lens opacity. It was reported that refractive treatment and phaco-emulsification with iol implantation was performed and the problem resolved. The reporter states that the device failed to perform as intended, for cause details the reporter stated " the refractive surprise resulted in a hyperopic lvc (laser vision correction) and unsatisfactory vision. The asc was of lesser issue".